Manufacturer narrative:
E1 - initial reporter address 1:(B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was not duplicated. The pump was tested and the downstream occlusion (dso) sensor worked within specification. The switch -off pressure was 1.66 bar. The most likely/suspected cause of the customer reported issue was a user issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the issue of the device was a negative pressure alarm. There is unknown patient involvement, and unknown signs or symptoms experienced.